Manufacturer narrative:
Evaluation summary: a single loose broken off cannula fragment was returned for failure analysis. The hub portion of the needle was not received with the cannula. Microscopic examination of the loose broken off cannula revealed characteristics such as residual bends as well as tubing ovality (deformation from the normally circular cross section of the cannula). When viewed together, these are indicators of a bending/restraightening mode of failure. Analysis supports the conclusion that the breakage reported resulted from bending and subsequent restraightening of the needle. No evidence of a manufacturing related failure is noted. The failure appears to be due to user handling and the inherent procedure risk.

Event description:
Patient was sitting epidural, injection being given to anesthetize the site. Needle would not withdraw easily. Anesthesiologist waited for patient's contraction to subside and reposition the patient. While trying to gently extract, the needle attached to the syringe withdrew. Patient was taken to the operating room to remove the remainder of the needle. Physician initially wondered if he had hit the spinous process however the piece of needle was found in the muscle and subfacial space and not bone.